Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the complaint received states that the cage was mounted on impactor correctly. During impaction process the cage broke into 3 pieces close to the impactor tip. The 3 pieces were retrieved from the patient. Another readily available device was present to complete the procedure without any patient harm. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that there were no ncrs. Opal spacer, part number 08.803.231s, is an assembly created with raw material (B)(4) and component 889.961.04. Raw material (B)(4) created lot number 5045135 had no ncrs and certificates were found to be correct. Subcomponent with part number 889.961.04 created on work order number (B)(4) and lot number 7247009 had no ncrs. Material (B)(4), lot # 6671606 from which components 889.961.04 was made had no ncrs and certificates were found to be in order. Review of the device history records showed that there were no potential issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was conducted. The report indicates that the complaint article has shown, that the opal cage is broken in two pieces. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. Too much mechanical force had been applied during the surgery. DHR review, manufacturing documents were reviewed and no complaint related issues were found. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.